Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) was isolated to a pinched purple pulse wire at the distribution node (dn). Upon further investigation, an unused pulse wire migrated within the ECG electrode, causing the ecgs to be non-functional. The belt did not pass falloff testing. The root cause for the pinched and migrating wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.